Event description:
The pt was revised due to persistent swelling, poly wear noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.